Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, there was contamination on the computer / analog board which damaged the q4 transistor and j1000 connector. The cause of the code 102 and test failure is the damaged components and contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 102.